Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, pacing-dependent patient presented in the clinic for the routine follow up. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to myopotential oversensing. The device was reprogrammed.